Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient decompensated in the unit and the decision was made for impella placement. During insertion of the impella, a 6 french sheath was inserted and vessel was appropriately dilated to accommodate 14 french impella sheath. Patient went into ventricular fibrillation and was defibrillated. The left ventricle was accessed using a pigtail, and the impella cp pump was delivered over .018 wire and support was initiated. Additional information noted care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).